Manufacturer narrative:
This supplemental report is being submitted to correct h4 "device manufacture date" in the MFR report #8010047-2021-04793 and provide additional information. According to the device manufacturing record, the device was manufactured on february 6, 2017. Therefore, the correct h4 "device manufacture date" in the initial report is february 6, 2017. In addition, olympus medical systems corp. (Omsc) investigated the reported event as following. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. About four years have passed since the device was manufactured, and the led emission may have weakened due to accidental failure of the led of the light source unit and the electronic components that drive the led, due to repeated use. The video connector socket may have been worn due to the user's forced connection of the scope connector, obliquely connected, application of force such as excessive bending, pulling, twisting, crushing, etc. The instruction manual provides preventive measures against wear of the video connector socket. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus repair center in (B)(4) for evaluation. Olympus repair center inspected the device and confirmed the following; the reported phenomenon was confirmed. The video connector socket was worn. The reported event may have been caused by a failure of the light source unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus repair center in (B)(4) and found that the intensity of the light output from the examination lamp was too low, which did not reach the tolerance value from the olympus. This device is an olympus asset and there was no report of patient injury associated with the event.